Manufacturer narrative:
There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device had a power cable adapter problem. The device was not in use on a patient.

Manufacturer narrative:
.